Manufacturer narrative:
A possible root cause was determined. An ocd field engineer arrived at the customer site and determined that the tubing from the dilution station was loose. Repairs have returned the analyzer to expected operation. This customer has not logged any complaints against this analyzer since this incident.

Event description:
The customer reported that the probe on the ortho provue analyzer leak fluid and the dilution cup overflowed. Probe drip may lead to dilution of sample/reagent, carry over and/or cross contamination and erroneous results which could lead to transfusion of incompatible blood. The customer detected the issue, preventing the possibility of erroneous results from being reported.